Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.5/1.0/067 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. In a subsequent surgery later that day, the lens was removed due to lens dislocation/subluxation. The problem was resolved. Cause is reported as a patient related factor. Reportedly, "this patient had some problems with the suspensory ligament, which caused the implanted lens to deviate."

Manufacturer narrative:
(B)(4).